Manufacturer narrative:
A complete analysis and testing of 3 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer had been experiencing air bubbles in the reservoir that go through the tubing and the customer's blood glucose levels have been fluctuating. Blood glucose value was over 300 mg/dl. Mother stated that the bubbles in the reservoir are small and large ones in the tubing. It was stated that the customer lets insulin at room temperature for two hours prior to use but the insulin pump was rewound with a reservoir in place. Customer mother called back on (B)(6) 2015 and stated that they were still getting air bubbles. Trainer was contacted via email to schedule appointment to go over set changing process. The product will be replaced and returned for analysis.